Event description:
It was reported that cgm displayed malfunction error during sensor use. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, performed complete pump reset with guidance, confirmed that malfunction error did not reappear after reset, and successfully started new sensor session, with no additional actions reported.